Event description:
Upon further query the following information was provided: the pump was prgrammed to deliver cefazolin "one dose every 8 hours for a total of 6 doses." Reportedly the pt rec'd the medication in 36 hours and not the intended 48 hours. The nurse sent the pt to the hosp for evaluation and to change the pump. When the pt arrived at the hosp, the medication container was empty, but the pump display indicated that one dose was remaining. The pump was replaced and the therapy was resumed 6 hours later.

Event description:
The customer contact reported the pt received more solution than intended. No specific pt information, pump programming, or event details were provided. There were no reported adverse pt effects. No medical intervention were required. Though requested, no additional information was provided.